Manufacturer narrative:
Exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 2000018362.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The physician believed it was due to failed suture. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.